Manufacturer narrative:
(B)(4). Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please explain what is meant by, ¿the cartridges were not processed when it fired.¿ on which firing did the event occur? How was the case completed? The analysis results found that a sr55 reload was received with the left gripping surface and left fork broken off making the reload nonfunctional. No functional testing was performed due to the condition of the reload. Although no conclusion could be reach as to what may have caused the found damage of the cartridge, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. In addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an open gastrectomy procedure, the cartridges were not processed when it fired. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.